Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did the tissue pad melt?yes, a part of tissue pad was melt; or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Yes, a smaller part was broken; if yes, did any piece fall into the patient? Yes, but the surgeon could see it; was the piece retrieved? Yes, it was retrieved to see it. ( before see the device pad was incomplete). Did this cause a change in the plan of care for the patient? No, it wasn¿t needed; does the surgeon activate the device with the jaws closed, with no tissue between the jaws? He doesn¿t remember having done something like that; or, was the detached tissue pad discarded? It was discarded.

Event description:
It was reported that during a gastric sleeve procedure, in the procedure, the device didn't work properly; (almost finished) while using the device, smoke appears in the cavity. But the generator does not display message, then physician saw the polymer cut out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.